Event description:
It was reported that the patient with this pacemaker had an episode where their heart stopped. The patient was being held in the post-anesthesia care unit and the monitor displayed rates in the 30s and 40s. Technical services (ts) advised the base rate is set to 60 so would not expect to see rates in that range. Ts noted all amplitudes appear to be quite low. Additional information has been requested but not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.